Event description:
It was reported that the device would not turn on. This was noted by the device user during routine testing.

Manufacturer narrative:
Eval summary: the device is an automatic external defibrillator (AED). The actual device was returned by the user facility. Evaluation by welch allyn did not confirm that stated problem of an inability to turn the device on. Further investigation will be performed in an effort to duplicate the stated complaint and/or determine what may have caused the alleged problem.